Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received shocks. A remote monitoring transmission was obtained and reviewed. Alert had triggered a few days before for short v-v intervals and non-sustained episodes, and noise. The shocks were thought to have been inappropriate. The right ventricular (rv) lead was suspected to be fractured. Reprogramming was performed to change the detection intervals, rate, and sensitivity. The rv lead remains in use. No further patient complications have been reported as a result of this event.